Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging verio strips are too fragile. When he inserts one, he bents it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.